Event description:
The iab was inserted into the pt on 5/19/97. On 5/20/97 after iabp for about 24 hrs, the iab leaked and the iab was removed. No second was inserted. On 8/29/97, datascope was notified that the iab was discarded and would not be returned for evaluation. Event complications: none from the event - rpt'd 5/22/97. Pt current status: critical - rpt'd 5/22/97.

Manufacturer narrative:
Evaluation: the product was not returned to datascope for evaluation. The item was discarded by the hospital.